Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 (lot), d4 (expiration date), d10 (concomitant). Corrected: b3, d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Event date: primary surgery: (B)(6) 2022, break of inlay: about (B)(6) 2026, revision surgery: (B)(6) 2026, event known since mar 2, 2026. B. Lot numbers: pinn 100 w/gription 48mm ¿ lot 3709180, altrx neut 32idx48od ¿ lot jr5119, delta cer head 12/14 32mm +5 ¿ lot 9892467. C. Was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details: yes. The inlay broke, so revision surgery was needed and completed on (B)(6) 2026.

Event description:
It was reported that the patient underwent the revision of total hip prosthesis as inlay broke leading to a necessary revision of the prosthesis. Patient reported sudden squeaking in the hip starting around: (B)(6) 2026. Surgeon confirmed that polyethylene inlay fracture caused the patients problems. Primary surgery for hip replacement on: (B)(6) 2022. Revision surgery completed on: (B)(6) 2026.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Informed about a necessary revision of total hip prosthesis. Report that inlay broke leading to a necessary revision of the prosthesis. A photo was provided for review. See attachment "explantierte pfanne inlay fragmente schulthess.jpg". The photo investigation revealed that the altrx neut 32idx48od presents blood remnants and has a large portion of the rim fractured, based on the quality of the provided photo, the liner appears to have some anti-rotation device (ard) tabs sheared off. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx48od product code: 122132048 lot number: jr5119, and no non-conformances nor manufacturing irregularities were identified. The review of the provided evidence confirmed the reported implant fractured event involving the altrx neut 32idx48od. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx48od product code: 122132048 lot number: jr5119, and no non-conformances nor manufacturing irregularities were identified. Device history review. A manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx48od product code: 122132048 lot number: jr5119, and no non-conformances nor manufacturing irregularities were identified. Added: h4.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.